Event description:
It was reported that the patient was undergoing radiation therapy. The device was found to have a power on reset. A capacitor charge was performed. It was later reported that the patient underwent additional radiation therapy; power on reset of the device was again noted following patient's completion of the radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was undergoing radiation therapy. The device was found to have a power on reset. A capacitor charge was performed, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters was noted as one por for mem test on occurred on (B)(6) 2011 15:03:28, parity buffer 1 addr=3b24, data=80. Additionally, one patient alert for device circuit error occurred on (B)(6) 2011 15:03:28.